Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive; cause was unknown. The customer¿s blood glucose was 200 mg/dl. The customer reverted to manual insulin therapy.